Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The catheter was stretched on its proximal shaft. The catheter was examined before decontamination and it was observed that the catheter was jammed in the dispenser coil. The dispenser coil was flushed and the catheter was pulled out of the dispenser coil without any difficulties. Visual and microscopic examination of the returned device found that the catheter was severely stretched on proximal shaft at 12.5 cm distal to strain relief, the catheter outer shaft was separated, and the catheter inner braided shaft was stretched. Per the device dfu, "gently remove the microcatheter from the dispenser coil and inspect the microcatheter prior to use to verify that it is undamaged." The analyzed anomalies are indicative of difficulties removing the catheter from the dispenser hoop. It appears that the catheter was pulled out of the dispenser hoop with force, causing the analyzed anomalies. Therefore, an assignable cause of user error has been assigned to the analyzed anomalies.

Event description:
Based on the investigation of the returned product, it was found that the catheter shaft was broken. There was no patient involvement.